Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported she thinks the ins is malfunctioning or something is wrong. Patient states shortly after the implant the battery/ins on left cheek sticks out a little and the corner of the ins catches on chair when she is sitting and hurts like a "big dog." Patient reports in the last month she has had bad spasm or charlie horse in the back of thighs and sometimes it hurts because it snapped off the chair loudly. Patient states she thought her potassium was low and her hcp did several blood tests. She stretches her hamstring and eats proper food. Patient thinks there is an issue with the ins. Patient states the feeling sometimes is like a "jolt" or electrical type of charge. Patient states in the last 4-5 months the ins is taking long time to charge and difficulty getting all the coupling bars so she has to reposition the antenna. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.